Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced an ischemic stroke. The patient presented to the hospital with multiple sub-therapeutic international normalized ratios (inrs), apparent inflow malpositioning to the left ventricle free wall, elevated lactate dehydrogenase (ldh) levels, flank pain, hematuria, and increased pump power consumption. The patient reportedly underwent a pump-only exchange leaving both the inflow and outflow conduits in place. No additional information was made available.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined, and no device-related issues were discovered during the evaluation of the device. The device was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port however the sealed outflow graft and sealed outflow graft bend relief were returned detached from the device. The sealed outflow graft bend relief collar was not returned. Evaluation of the device upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
"Approximate age of device" is 7 months, 10 days. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.